Manufacturer narrative:
The suspect device has not been returned for evaluation. Vyaire medical field service representative went onsite checked and ran the vent without any sound/s heard, the circuit test passed twice. Ran ventilator for an extended period of time without issue. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellvista1000 us had high leak and occlusion alarms that makes a very high pitch sound during patient use. Furthermore, the customer confirmed that the patient was transferred to an alternative ventilation with no patient harm associated from this event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: the suspect device was not returned to vyaire medical. The root cause is not determined as no failure is detected.